Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown liner unknown stem unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08163, 0001825034-2018-08409 and 0001825034-2018-08411. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that patient was being scheduled for a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.